Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the down arrow and ok buttons had been sticking and had a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow, ok and down arrow buttons had intermittent response. The contrast button had normal response. There was no sticking keypad buttons noted. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the contact of the ok button was inverted.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.